Event description:
The user facility reported that the device slipped on the pt's head. The pt sustained a laceration. Received add'l info on 05/16/2008: was advised that the "slippage" occurred during surgery. The surgeon re-adjusted the device after the slippage. The anesthesiologist was able to prevent the pt's head from further slippage and held it in place for the rest of the case as a safety measure. There was a "small laceration on the pt's scalp that required a couple of stitches." There were no post-operative complications to the reporter's knowledge.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated base on the reported info.